Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a pinhole in the balloon occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified popliteal artery. The 4.0 x 40/80 sterling otw balloon catheter was intended to dilate the target lesion. During use blood flowed into an unknown inflation device when the physician applied negative pressure to the balloon after the device crossed the target lesion. The physician withdrew the sterling otw balloon catheter and inflated the balloon outside the patient. However, there was a possibility that the balloon had a pinhole. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed there was no damage to the catheter. Positive pressure was applied with an inflation device filled with water, a stream of water emitted from the distal tip. Magnified inspection revealed a pinhole in the inner shaft 25 cm from the tip. Functional testing confirmed that the pinhole in the inner shaft prevented balloon inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a pinhole in the balloon occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified popliteal artery. The 4.0 x 40/80 sterling otw balloon catheter was intended to dilate the target lesion. During use blood flowed into an unknown inflation device when the physician applied negative pressure to the balloon after the device crossed the target lesion. The physician withdrew the sterling otw balloon catheter and inflated the balloon outside the patient. However, there was a possibility that the balloon had a pinhole. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.